Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell five of six on the homechoice (hc). The patient was connected at the time of the alarm. There were four bags connected to the set at the time of the event. There was solution in the heater bag and final bag. There was nothing unusual noted with the supplies during troubleshooting. The technical service representative (tsr) assisted in clearing the alarm. The patient planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.